Event description:
Infutronix received a report that a pump powered off on its own without warning, causing loss of infusion parameters. The infusion cannot resume without causing delay in treatment. The pump was received on 1/11/2024 and the complaint was reopened on 2/11/2024 for evaluation. Detail of the finding is stated in section h10 of this MDR.

Manufacturer narrative:
The pump was received on 1/11/2024 and the complaint was reopened on 2/11/2024 for evaluation. Upon reopening, the initial reported complaint code has been confirmed to be reportable now, based on protocol 6. The pump's event log was pulled and reviewed, highlighting several consecutive lines of code with the phrase "log_event_on" in a row, meaning that the pump powered off on it's own and needed to be turned back on. These abrupt power offs can cause the pump's event log to be completely wiped, and when the patient re powers the pump on it does not remember the prior infusion and only shows "new infusion" when powered on. Reported issue of abrupt power off was found.